Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse performing preventative maintenance (pm) replaced the pneumatic module assembly to address the issue. The unit passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
During initial inspection for preventative maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) pneumatic module assembly was broken. There was no patient involvement, and there was no adverse event reported.